Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer chose the wrong time settings. Due to this change the patient suffered several hypoglycemia's. Assisted the customer with changing the time to the correct settings. The customer will contact the health care professional to check basal rates. No further information was reported.